Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x7bb, implanted:(B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0lfjd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0x7bb, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient got no stimulation from the device regardless of how high it was turned up. It was unknown what had led to the event, it had happened within days of replacing the old battery. An impedance check was done and the system looked good but the manufacturing representative could not get stimulation either. The patient was sent out for x-rays but the films had not been read yet. No action had been taken yet as they were waiting to see the films. The issue was not resolved. Additional information was received and the x-rays showed the lead had come out of the sacrum. It was unknown how this happened. The lead was going to be replaced and they would try to put another one in on the other side. The patient's indication for use was urinary dysfunction and gastrointestinal.